Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported by the non-medical professional caretaker that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient couldn't open his eyes and speak. He fell to the floor and his caretaker called 911 and provided one bag of IV dextrose and the patient recovered after treatment. Upon waking, the patient was advised to eat. The cgm was reading 120 mg/dl and the blood glucose reading was 49 mg/dl. At the time of the report, the patient had recovered and was eating. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.